Event description:
The iab was inserted into the pt on 11/1/98 at 12:00 p.m. And removed on 11/2/98 at 5:14 p.m. No second iab was inserted. The iab did not malfunction. The pt had severe bleeding and surgery was required. Also the pt had a pseudoaneurysm. The iab was not returned to datascope. (Event complications: severe bleeding, pseudoaneurysm- rpt'd 5/21/99) (pt's current status: discharged- rpt'd 5/21/99.